Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the viewing station of the imaging system fuses were blown. The representative then replaced the fuses within the viewing station of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system began to beep and then shut down without prompt from the user. The line power light was not illuminated and swapping outlets did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.